Event description:
It was reported that the keypad buttons have been intermittently unresponsive for four weeks. The reporter stated that the keypad button symbols are worn but the keypad is intact. He confirmed the keypad buttons still click and spring back when pressed. The reporter denied exposing the pump to moisture/water. He noted that the patient wears the pump on his belt and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.